Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that on (B)(6) 2018 at 01:00pm the patient obtained a result of ¿250mg/dl¿ on the subject meter, which she felt was inaccurately high in comparison to results of ¿69 and 78 mg/dl¿ on another device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with ¿novolog and basaglar¿ and the reporter stated that at 09:30am on (B)(6) 2018 the patient had increased her insulin dose by administering 17 units of novolog insulin. The reporter stated that the patient developed symptoms of ¿dizziness and passed out¿ 10 minutes after obtaining the allegedly high result on the subject meter. The reporter detailed that the emergency medical services (ems) were called and at 01:15pm on (B)(6) 2018 they performed a blood glucose test on an ems meter which gave a result of ¿69mg/dl¿ and again at 01:30pm which gave a result of ¿78mg/dl¿. The reporter stated that at 01:30pm the ems treated the patient with oral glucose. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing process and the test strips had not expired or been stored incorrectly. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.